Event description:
The customer reported that the device was unable to deliver a shock in AED mode. The involved patient is reported to have passed. Note that two devices were used during the event. MDR# 1218950-2016-03027 addresses the first defibrillator used and reports the patient death. This complaint addresses the second defibrillator used.

Manufacturer narrative:
The customer later requested a philips field service engineer return onsite to perform a complete evaluation of the device. This evaluation occurred on 14 february 2016. The device was evaluated and not trouble was found. The device passed all performance verification testing. Philips is unable to confirm that a malfunction occurred as the device passed all performance verification testing during evaluation. The description of the event is consistent with the patient impedance being out of range.

Manufacturer narrative:
A follow-up report will be sent once the investigation is complete.

Event description:
The customer reported that the device was unable to deliver a shock in AED mode. There was no patient issues associated with this device issue.